Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: evaluation of the complaint sample shows that the iris valve was no longer working due to breakage of the glue and tears in the silicone disk. The glue breakage is associated with the end-user using excess force when turning the valve to open/close it. The tears in the silicone disc is manufacturing related. This product was assembled prior to the implementing a change that reduces the risk of tears in the silicone disc. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair. The taa was in the inner curvature. The patient's anatomical form was suitable for endovascular repair. The physician inserted the delivery system from the right femoral and placed the stent graft immediately below the left subclavian artery. Then he removed the inner introducer and blood leaked from the hemostatic valve. He checked the rotator and closed it but blood still leaked. A balloon catheter was inserted to seal the stent graft and the user inflated the balloon in the sheath to help decrease blood leakage. Total 600ml of blood leaked. Patient outcome: the patient did not experience any adverse effects due to this occurrence.